Event description:
It was reported that during an open unknown procedure, a blue cartridge was damaged and the cartridge pan was left in the jaw when the cartridge intended to be removed after the 1st firing. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one sc60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge was received fully fired and with the cartridge pan detached. Additionally the cartridge reload was broken in two pieces. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload and the cartridge to be broken in two pieces, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.